Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the patient died at home, unwitnessed, and the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the cause of death was atherosclerotic coronary artery disease and was not device or procedure related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).